Event description:
Boston scientific received information that this lead went into cardiac arrest. The lead was explanted and replaced. This patient originally had a dual chamber pacemaker in april for intermittent chb and paroxysmal atrial tachy. He then was very quickly pacemaker dependent and deteriorated into heart failure. He was listed for a crtp and had this procedure done on (B)(6) 2011. This procedure was uneventful. The patient has a paroxysmal atrial tachy at rates of between 145 and 174 so was not always mode switching for these events. His atr was set at 170bpm. Due to this he only has lv pacing at maximum 60%. The patient was discharged from hospital and unfortunately had a vf arrest in the car park of the hospital. He was given CPR and cardioverted before being admitted to ICU. He was brought back into the lab on (B)(6) 2011 and had the rv brady lead removed, an 0295 lead inserted with a box change to a p108. I have interrogated the device to see if it could have been pro arrhythmic and was an influencing factor for the vf or no. The device recorded 2 x atrial tachys and 7 ventricular tachy events (all around the same time and episode). The vf seems to have been undersensed so was just stored as nsvt events. As the vf was undersensed, I am sending the device back for analysis to see if we can determine from the onset, whether the device was a contributing factor or not. Just to note, when performing the lv thresholds, it causes a lot of ectopy, approximately every third beat so the lv may be placed in a particularly irritable patch of tissue serial numbers to follow. Device being sent back for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).